Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio also observed that the device continually prompted to "connect electrodes" (even though electrodes were connected) and would not charge or shock when prompted.  Physio then replaced the therapy pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of both the reported and observed issues was a shorted capacitor, designator c556.

Manufacturer narrative:
(B)(4). Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device showed a service indicator and would reboot by itself after they had performed a user test. There was no patient use associated with this event. The device may not be able to be used to provide defibrillation energy if needed.